Manufacturer narrative:
Additional information: an event of amplatzer septal occluder deploying in a cobra deformation resulting in cardiac tamponade and a heart attack was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
During an asd procedure the patient had a heart attack while the physician re-captured the device because the ra (right atrial) disc deployed in a cobra shape. The heart attacked was caused by cardiac tamponade. The tamponade was caused by an injury to the upper pulmonary vein and la while the physician re-positioned the device. The patient is currently recovering.